Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with over 200 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.